Event description:
Boston scientific received information that this product was part of a system revision due to endocarditis and a patient infection. It was also reported there was vegetation on the tricuspid and aortic valves as well as the right ventricular (rv) lead. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.